Event description:
It was reported that the ventilator had low o2 output/blending. When the ventilator was set to 100%, it was measuring 34% and when the ventilator was set to 60%, it delivered 24%. No pt harm reported.

Manufacturer narrative:
Result: o2 blender.